Event description:
This lv lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2018. It was reported that this lead was not working. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).